Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. The device experienced a flipped bit or reset. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4),

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis. The reported telemetry interrogation condition was initially confirmed in the product analysis laboratory (pal). However, the failure condition disappeared after several partial resets and opening the can. It was uncertain which of these caused the failure to disappear. Pal analysis was terminated with the cause of the reported field failure not determined. No hybrid anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.